Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the contacts on the main printed circuit board (pcb) connector were dirty. It was also noted that the high rate cover was broken, all three control knobs were broken, the upper and lower cases were broken, the ring cover and both bail covers were broken, the battery drawer was broken and one knob spring was bent. (B)(4).

Event description:
It was reported the rapid pace display does not illuminate. The device was returned for repair. There was no patient involvement.